Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
During the procedure, the acetabulum reamer broke. No patient consequence reported.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: during the procedure, the acetabulum reamer broke. No patient consequence reported. The product was not returned to depuy synthes, however photos were provided for review. See attachment [(B)(6) picture 1]. The photo analysis found that the quickset ace grater head 55mm was broken. Confirming the reported allegation, however a root cause for this condition cannot be established. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the quickset ace grater head 55mm would contribute to the complained device issue. Based on the investigation findings, the potential cause is not established, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the device lot number is unknown, therefore a device history review could not be performed. If more information become available, the record will be re-assessed.